Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via social media in which a reporter alleged that their spouse died while using an adc freestyle libre 14-day device. No device issues were reported and no further information was provided by the reporter. Adc customer service attempted to contact the reporter by responding to the social media post four (4) times to gather additional information regarding the alleged death, however, the attempts have been unsuccessful. Adc is unable to contact the reporter via phone as no contact number was provided. At this time, no additional information has been received from the reporter. It can not be concluded that the adc device caused or contributed to the user's death, however, adc is reporting this complaint based on the very limited information provided by the reporter. Should further details be obtained from the reporter, an updated report will be submitted.